Event description:
It was reported that the deep brain stimulation (dbs) patient had an infection directly following implant of the implantable pulse generator (ipg). The patient underwent several courses of antibiotics and showed no further signs of infection. However, approximately six months later the patient presented in the emergency room (ER) with redness, swelling, and fluid discharge with pain and blistering at the ipg pocket site. Culture results revealed the presence of methicillin-resistant staphylococcus aureus (mrsa). The patient underwent an explant procedure wherein the ipg was removed. Additional information was received that the patient did well postoperatively and healed well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient had an infection directly following implant of the implantable pulse generator (ipg). The patient underwent several courses of antibiotics, and showed no further signs of infection however, approximately six months later the patient presented in the emergency room (ER) with redness, swelling, and fluid discharge with pain and blistering at the ipg pocket site. Culture results revealed the presence of methicillin-resistant staphylococcus aureus (mrsa). The patient underwent an explant procedure wherein the ipg was removed.